Event description:
The patient's reported that she was not getting enough insulin on her insulin pump. The customer blood glucose level was 400 mg/dl. Troubleshooting was done. The customer stated that she changed the infusion set and she don't have problem anymore. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.